Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger was difficult to press with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(6). The following information was provided by the initial reporter, translated from (B)(6) to english: the plunger was hard to press.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the plunger was hard to press. The returned syringe was examined and exhibited a deformed stopper in the barrel which could cause the plunger rod to be difficult to move. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). As per manufacturing, "visual inspection of the syringes found similar irregularity to each stopper. With the stopper removed from the barrel 40% of the sealing edge was rolled down towards the plunger rod. There was a light application of silicone, but the action off the plunger rod required a high amount of force. Breakout and sustaining test was completed on the returned syringe finding an out of specification on the sustaining. Per qc700331 the breakout force is 1.50lbs maximum. The sustaining force is 1.00lbs max. Syringe #1 breakout value was 1.09 sustaining value was 1.04 probable root cause for the deformed stopper is from not enough silicone applied at the metros during assembly. The lack of silicone forced the sealing edge to roll and stretch the stopper. The batch number was unknown, complaint data will be monitored for trends related to this issue." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that the plunger was difficult to press with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the plunger was hard to press.